Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 120 mg/dl. The customer stated that his down arrow was not responding. The customer stated the issues occurred during bolus programming. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Passed the leak test. All buttons functioning properly no damage on the keypad assembly and the j1 connector was locked properly during the visual inspection. The device had a minor scratched lcd window, scratched case and pillowing keypad overlay.